Event description:
During an implant procedure, the guidewire could not be removed from the left ventricular (lv) lead. While the physician attempted to remove the guidewire, the lv lead became dislodged. The lv lead was explanted and replaced using a new guidewire. The procedure time was significantly prolonged due to this. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis without the guidewire. Visual and x-ray examinations revealed the inner coil being offset in the connector region consistent with procedural damage. Difficultly to withdrawal the guidewire from the lead was due to offset inner coil in the connector region of the lead, and dried body fluid in the inner coil lumen. Electrical testing did not reveal discontinuities or short between any conduction paths. The ¿s¿ curve portion of the lead was normal, and the hump height was measured within specification. The cause of the reported event was isolated to the inner coil being offset and clogged with blood/tissue due to procedural damage.